Manufacturer narrative:
The customer reported ¿the pharmacy technician was priming the tubing with chemo when the tubing separated into two pieces at the sliding clamp causing chemo to spill/leak and resulting in chemo exposure to staff¿. Received from the customer was one used primary set model 2426-0007. Lot 19115033 with its original package. Attached to the set¿s drip chamber spike was a bd phaseal infusion adaptor. Received with a copy of the customer¿s ¿clinical advocacy incident report form¿. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set was separated at the engagement between the lower fitment (p/n tc10006063) and the pvc tubing (p/n tc10011704). Reddish colored liquid was observed in the set¿s drip chamber and tubing. No other abnormalities were observed during visual inspection. Further visual inspection of the sets¿ separated tubing using a microscope observed insufficient solvent on the tubing. No damage was observed on the set¿s lower fitment/safety clamp. Functional testing was not performed due to the separated tubing and the obvious leak that would occur. A dimensional analysis was performed on the set¿s tubing (p/n tc10011704). In order to conduct dimensional testing a small portion of the tubing was cut near the affected area. The outside diameter of the tubing measured 0.161¿, within the specification of 0.163" +/- 0.003. The inside diameter of the tubing measured 0.117¿, within the specification of 0.118¿ +/- 0.003¿. The overall tubing shape was observed to be correct (circular). A dimensional analysis was performed on the set¿s lower fitment (p/n tc10006063). The inside diameter of the top of the tubing insertion area measured 0.167¿, within the specification of 0.166" +/- 0.005. Tapering down to a measured 0.053", within the specification of 0.153¿ +/- 0.005¿. Equipment used (visual inspection and measurement performed on 24-aug-20) calipers, eq02784, calibration due date: 19-dec-20. Pin gauges, eq08349, calibration due date: 14-jul-21. Optical ram-cnc, eq08204, calibration due date: 05-feb-21. The device history record for primary set model 2426-0007, lot 19115033 was performed. The search showed a total of 34,560 units in 1 lot were built on 01 november 2019. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the tubing separation and leaking that would occur was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the lower fitment outlet port due to equipment and/or operator error. The bd tj manufacturing facility is also aware of insufficient solvent on critical joints and a systemic investigation (dir 10000335005) to identify other potential root cause for leak and separation issues has been initiated. H3 other text : see h10,

Event description:
It was reported that as lvp 20d 3ss cv tubing separated and leaked. The following information was provided by the initial reporter: material no.: 2426-0007 , batch no.: 19115033. It was reported the pharmacy technician was priming the tubing with chemo when the tubing separated into two pieces at the sliding clamp causing chemo to spill/leak and resulting in chemo exposure to staff.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing separated and leaked. The following information was provided by the initial reporter: material no.: 2426-0007 batch no.: 19115033. It was reported the pharmacy technician was priming the tubing with chemo when the tubing separated into two pieces at the sliding clamp causing chemo to spill/leak and resulting in chemo exposure to staff.